Event description:
Per synthes (B)(4): a voicemail was received from (B)(6) this afternoon. He was calling to report a complaint regarding a case of (B)(6) 2015 involving part # (B)(4)/ lot# 0305k (rod clamp). He would like to be contacted regarding his return and replacement. No additional information was provided. Please contact. Per complaint form: surgeon was using mountaineer rod holder in its non-intended way by torquing/bending a rod. Rod holder was gripped onto an offset connector and in situ bender on other side of offset connector with an aggressive opposite direction maneuver between instruments the rod holder failed and tip fractured off.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.